Manufacturer narrative:
The reported event was found during a quarterly maude search. Stryker sustainability solutions (sss) resterilized the complaint device through our open-but-unused process. The complaint device was not returned to sss for an evaluation. Since the complaint device could not be evaluation, a root cause could not be determined. However, the potential root causes are breakage due to mishandling prior/subsequent to distribution from sss, breakage due to aging or exposure to excessive environmental conditions, or breakage due to operator error. The original equipment manufacturer instructions for use state: "do not use forceps to break handle and/or peel the sheath and cause its withdrawal from the body." "The peel-away sheath should withdraw freely from the body. If resistance is encountered, do not force the peeling action of the sheath or its withdrawal." "Do not attempt to use a guidewire over maximum diameter specified on the package label." "Store in a cool, dark, dry place." The device history record for the complaint device indicates the device passed all inspections prior to release from sss. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that "an x-ray revealed a piece of the introducer sheath was in the patient's subclavian vein." An additional procedure was performed to remove the piece. No patient injury was reported by the user facility.